Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump alarmed with an occlusion message displayed on the screen. The pump was connected to a patient when the error/event occurred. Continuous infusion rate was 2 ml/hour times 46 hours. Total reservoir volume was 94 ml. Given was 55.9 ml. Length of infusion was 46 hours. A cstd was used to fill cassette. The pump was used to prime the extension tubing. Patient was not medically affected. This event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.